Manufacturer narrative:
Company rep evaluated the system and found the system's vaporizer not securely locked, which created a leak. Corrections included reseating the vaporizer and problem was resolved.

Event description:
Customer reported the a3 anesthesia delivery system had a leak, which may have affected anesthesia monitoring. No pt injury was reported.